Manufacturer narrative:
Concomitant medical products: 5076 lead, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no electrograms (egm) during atrial tachycardia/atrial fibrillation (at/af) episodes. It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw). The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.